Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an injury to the patient¿s skin was confirmed but the exact cause is unknown. A photograph of an IV ultra neonate statlock stabilization device was returned for evaluation. The statlock was attached to an inlaid access device and to the limb of a patient. Near the front edge of the retainer, what appears to be a small impression or possible sore in the patient¿s skin was visible. The exact cause of the damage could not be determined but was possibly related to pressure from the leg of the retainer rubbing against the patient¿s skin. Contributing factors include dressing technique, the device placement location, the angle, shape, or rough edge of the retainer, and/or patient physiology (e.g., known tape or adhesive allergies, fragile skin); however, the exact cause could not be determined from the provided photograph. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s ¿we continue to see skin issues from your neonatal stat lock but not with the pediatric stat lock. What are your company¿s recommendations on what age should a patient be to require the neonatal statlock? What age can they start using the pedi statlock? We do not see as many issues with the pedi statlock. Can a 1month old use the pedi statlock? Could you list out the differences between the two?¿ ms&s response "informed bd does not have specific age recommendations for statlock neonate or statlock pediatric devices. Emailed statlock ivultra neonate inservice poster for prep instructions for pre-term infants and term infants, statlock IV ultra peds IFU and statlock IV brochure. We do offer pediatric statlock as an option." Additional info. Received: "the blue plastic wings dig into the patient¿s skin and cause pressure injuries. We are looking at removing this product to reduce harming our patients."